Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, the reported low flow alarms could not be confirmed as no log files were submitted by the account for review. The account reported that the patient had experienced a driveline infection and low flow alarms while supported by (B)(6). The patient had presented with persistent greenish-brown pus from the driveline exit site, and cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with IV vancomycin with the plan to transition to oral doxycycline. The low flow alarms only resolved following the patient¿s controller software upgrade lowering the low flow threshold from 2.5 lpm to 2.0 lpm. During this admission, it was also noted that over the past 14 months following lvad implant, the patient¿s heart had recovered and the hm3 was no longer necessary. On (B)(6) 2019 the device was stopped and the driveline was cut, decommissioning the lvad. The pump was left inside the patient but remains non-functional.the heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Regarding pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that, over the past 14 months the patient's heart recovered and the hm3 was no longer needed by the patient. It was reported that, on (B)(6)2019 the device was stopped and the driveline was cut, decommissioning the hm3. The hm3 pump is still inside the patient but it is non functional. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline infections ((B)(6)) and low flow alarms. His heart recovered. There was persistent greenish-brown pus from the driveline exit site and the patient was given doxycycline. The heart failure team performed a planned hm3 decommissioning and driveline removal. Patient is currently being treated with IV vancomycin with plan to transition to po doxy. Low flow alarms were resolved when the low flow alarm threshold was lowered to 2.0 liters per minute. No further information provided.